Manufacturer narrative:
A visual assessment of the returned system screwdriver showed an instrument with repeated use, as identified by surface scratches and worn laser marking. The distal tip of the instrument was fractured and not present as reported. A functionality assessment was not performed due to the damaged condition of the returned driver, which was removed from distributable inventory. A DHR review was performed for lot# 386613 and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 3/22/2021. It may be possible for the distal tip of the system screwdriver to be broken if excessive rotational force was applied, or if the screwdriver was shifted out of alignment while engaged with a system implant screw. It may be possible for the distal tip of the screwdriver to be broken if excessive rotational force was applied, or if the screwdriver was shifted out of alignment while engaged with a system implant screw. The root cause of the broken distal tip could not be reliably determined. The complaint investigation suggests the possibility that the screwdriver had excessive rotational force applied or was shifted out of alignment while engaged with a system implant screw. There have been three other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of malfunctioned system instruments and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 2/20/2025. It was reported that the distal tip of a system screwdriver was broken when tightening an implant screw. The fractured tip was recovered, and an alternate available instrument was utilized to successfully complete the procedure. There was no known patient complications associated with this complaint. A return authorization was issued for return of the complaint instrument, which was received at the manufacturer for assessment on 2/24/2025.